Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed system notice 50012 "the refrigerant delivery path is obstructed¿ in the beginning of the applications 1,2 and 5 with afapro29 balloon catheter with lot 86270. The data files also showed at least 19 applications were performed with this catheter on the date of the event. In conclusion, the clinical issues (pericardial effusion and tamponade) occurred during the procedure. There is no indication of relation of adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure that was completed with radiofrequency, a pericardial effusion was observed after the sheath was removed from the left atrium. A drainage was performed. Tamponade was noted. No further patient complications have been reported as a result of this event.